Manufacturer narrative:
(B)(4).

Event description:
Information was received from the 50 year old male patient receiving intrathecal hydromorphone (unknown concentration, 249.9 dose) and bupivacaine (unknown concentration, 1.499 dose) via an implantable infusion pump. The indication for use of the device was for malignant cancer and cancer pain. The concomitant medications and patient history were not reported. The patient had been having problems that started on (B)(6) 2015, had fluid retention around the pump area and catheter that had stayed in place since the pump was implanted. The patient indicated that the incision was ruptured and fluid had to be drained, and that he had an confirmed infection. The area of infection was noted to be the pocket, and the symptom was indicated as drainage. The infection cleared up with oral antibiotics, however the patient reported the fluid continued to build up again. On monday ((B)(6) 2016), it was drained again and the infection was back. The patient had stopped taking the antibiotics for a week, and the infection came back. The health care provider (hcp) was trying to figure what was causing the infection and if it was by product of the pump, and if the pump needed to be removed. The patient did not think it was the fluid, and stated that it could be the pump itself. The patient had hydromorphone and bupivacaine, where the dose was increased about 30% a month ago. It was reported that the patient had 0.199 bolus, and the catheter volume was 0.214. The patient stated he had not had a refill since the pump was implanted. The hcp double sutured down the pump. No diagnostics had been performed. The cause/actions/intervention/resolution related to the ongoing infections remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated. 'Refer to manufacturer report 3004209178-2016-01576'